Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate automatic mode switch (ams) episodes due to noise on the right ventricular (ra) lead were observed. The lead was capped and replaced to resolve the event. The patient was stable with no adverse consequences.